Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump was dropped, resulting in a cracked and unresponsive touchscreen that prevented meal announcements and normal use, prompting the user to transition to backup therapy and request a replacement. Symptoms included elevated blood glucose. Outcomes included no injury and continued diabetes management using backup therapy and cgm. Investigation included customer interview and device replacement with instructions to return the damaged unit. Investigation of this case revealed physical damage to the display consistent with user drop and impaired touch responsiveness. It was concluded that the event was due to accidental damage to the device screen, with no device malfunction unrelated to the drop identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.